Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt316 cannula was received for evaluation and was visually inspected. Results: visual inspection revealed that one of the tubes was stretched and damaged at the swivel grip tube joint. Although the tubing was stretched, the metal spring was still intact and attached to the swivel grip. Conclusion: the damage to the flexitube was most likely caused by an excessive pulling force. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times.

Event description:
A hospital in (B)(6) reported that a patient using an opt316 optiflow junior nasal cannula deteriorated and it was found that the tubing was broken. The cannula was exchanged for another one and there was no further patient consequence.